Manufacturer narrative:
Additional information: d9, g3, h3, h6. Although the device was received at the medical device reprocessing center, it was erroneously lost prior to evaluation. Since no pictures had been provided and the device is no longer available for evaluation, the reported event cannot be verified. Ncr-30199 has been opened accordingly. The most likely cause for the reported event can be attributed to misuse.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery the screw broke. All parts were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.